Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter had segments missing from the display. In addition, the reporter also stated that the subject meter displayed the ¿apply sample¿ message after a sample had been applied. These complaints were classified based on the customer care advocate (cca) documentation since the patient was unable to be reached to obtain additional information. It is not known when the alleged meter issues started. The patient manages their diabetes with unknown dosages of lantus insulin as well as metformin pills and they denied making any changes to their regular diabetes management routine as a result of these issues. One week after the alleged issues started the patient experienced ¿changes in vision¿, but denied seeking any form of treatment as a result of this symptom. No blood glucose results were provided from the subject meter at this time. At the time of troubleshooting the cca noted that the patient¿s testing technique was correct and there was no misuse of the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient allegedly suffered symptoms which are suggestive of serious injury after the alleged product issues began.